Manufacturer narrative:
Pump received with partial display due to cracked lcd controller. Unable to perform the self test and displacement test due to display anomaly. P-cap/reservoir locked properly in place. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was blurry and the customer claimed that the numbers were not clear for him to view. The customer tried to change batteries but the screen was still cloudy. The insulin pump was not directly expose to moisture but the customer's work nature required him to be in a freezer most of the time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.